Event description:
It was reported that the customer had a keypad anomaly and button error alarm on the insulin pump. The customer's blood glucose level was 203 mg/dl. The customer states his buttons wer causing the bolus numbers to ramp up and then become non responsive before his button error. The customer was advised that the insulin pump will be replaced. The customer was advise to discontinue use of the insulin pump and revert to back up plan per healthcare provider. The customer was asked if recall any significant events leading to the button error alarm and said no significant events. The customer was advised that the insulin pump will be replaced.

Manufacturer narrative:
No display anomaly was noted. No button error alarm was noted. The insulin pump had intermittent down arrow button response due to moisture damage on the keypad traces. The insulin pump had cracked battery tube threads, a broken belt clip slot, minor scratches on the display window, cracked case at the display window corners and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.